Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 fuse and ps3 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.